Event description:
It was reported by the attorney the plaintiff underwent a decompression lumbar laminectomy/disectomy foraminotomy and fusion of lumbar 5 - sacral 1 with pedicle screw instrumentation and bone grafting during which vicryl sutures were used. By 08/25/96, a staph infection was diagnosed and treated with debridement, irrigation and antibiotics. The dr opines that the infection led to the failure or non-union of the fusion. The attorney alleges that the infection began the failure of the fusion, which resulted in the need for further surgery, the disability of the plaintiff and continued pain.